Event description:
It was reported that there were two high threshold lead warning occurring approximately ten months apart. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr03 implantable pulse generator (B)(6) 2009.